Event description:
It was observed that during the device evaluation, the subject device exhibited a tear and foreign object in the insertion area. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that a tear occurred due to stress during use, or due to external factors or handling, causing the watertightness to be lost. A root cause could not be identified. However, user reported event was water leakage. User detects water leakage during reprocessing (water leakage test after pre cleaning). Manual cleaning cannot be continued when water leakage is detected. Therefore, it is likely that the user sent the device to olympus without reprocessing. As a result, foreign material may have remained in the area. The event can be detected/prevented by following the instructions for use contained within: operation manual chapter 3 preparation and inspection and reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.